Manufacturer narrative:
Updated data: b5. A second paragraph was added. D. Suspect medical device: expiration date, serial #, UDI # h4. Device mfg date h6. Patient code to replace code reported on the initial medwatch. Additional code. Annex f code to replace code reported on the initial medwatch. Corrected data: e. Facility street. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 20 days after the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance. Additional information was received to clarify the permanent pacemaker was implanted due to complete heart block.

Event description:
It was reported that approximately 20 days after the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to a severe conduction disturbance.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.